Event description:
During the operative procedure, the clip application failed. This required another device to be brought to the field for use.what was the original intended procedure?laparoscopic cholecystectomy.